Event description:
It was reported that during a carotid artery stenting treatment procedure, stent deployment difficulties occurred. The lesion was located at the non tortuous bifurcation of the right internal carotid artery and the external carotid artery. Lesion details are unknown. A filterwire ez 190cm was placed at the distal portion of the lesion. The lesion was not predilated. The carotid wallstent 10.0x24mm was advanced to the lesion and resistance occurred when the outer sheath was released. 1cm of the stent was unable to be released from the outer sheath. The outer sheath became separated near the flush port. The outer sheath was pulled with a forceps to deploy the stent, however, the outer sheath "didn't move." The stent and the filterwire ez were withdrawn through another manufacturer's guide catheter. The procedure was completed with a carotid wallstent 10.0x31mm. No further patient complications were reported. The patient status is reported as good.

Manufacturer narrative:
Device evaluation by manufacturer: a visual examination of the returned device found that the stent was partially deployed by 24mm. A filterwire was inserted through the device and dried blood was visible along the shaft. Two breaks in the outer sheath were noted, one distal to the shrink tube and another at 32mm distal to the break at the shrink tubing. During analysis it was not possible to retract the outer sheath due to the outer sheath break. The shaft was dissected proximal to the monorail exit and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with either the profile of the inner lumen or the stent. The damage noted to the device is consistent with excessive force being applied to the shaft during deployment. The manufacturing batch record confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a carotid artery stenting treatment procedure, stent deployment difficulties occurred. The lesion was located at the non tortuous bifurcation of the right internal carotid artery and the external carotid artery. Lesion details are unknown. A filterwire ez 190cm was placed at the distal portion of the lesion. The lesion was not predilated. The carotid wallstent 10.0x24mm was advanced to the lesion and resistance occurred when the outer sheath was released. 1cm of the stent was unable to be released from the outer sheath. The outer sheath became separated near the flush port. The outer sheath was pulled with a forceps to deploy the stent, however, the outer sheath "didn't move." The stent and the filterwire ez were withdrawn through another manufacturer's guide catheter. The procedure was completed with a carotid wallstent 10.0x31mm. No further patient complications were reported. The patient status is reported as good.

Manufacturer narrative:
Age at time of event: over 18 years. (B)(4).